Event description:
The following information was received by boston scientific [bsc]: "during the last phase of the case, and upon packing the neck of the aneurysm with the [bsc] coil [device in question], the coil [device in question] was stuck in the microcatheter around 3 cm out of the tip (inside the aneurysm). While the doctor was pulling it back for inspection, it pulled back the last coil that was implanted, leaving its tail in the parent artery. The patient has been permanently placed on anti-coagulation therapy."

Manufacturer narrative:
Additional information on event procedure, along with status of patient's condition was requested and received by the manufacturer on 01/14/2007. Information received indicates patient has been permanently placed on anti-coagulation therapy. It has not been confirmed if patient was placed on anti-coagulation therapy due to this event, or for other unknown reasons.